Event description:
It was reported, that if the battery has not been charged. And it hasn't been recognized by staff to plug in. Having the pump turn off has happened. The product issue was reported to manufacturer representatives during site visit. There was patient involvement, but the outcome is unknown. Although requested, no further information is available. No devices will be sent to bd for evaluation.

Manufacturer narrative:
Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text: device was not returned to manufacturing facility.